Event description:
It is reported that the procedure was to treat a 70% stenosed de novo lesion in the superficial femoral artery (sfa) with moderate calcification and mild tortuosity. The 5x100mm supera peripheral self-expanding stent system (sess) was attempted to be advanced on a 0.018 unspecified guide wire (gw); however, the sess became stuck during advancement and removal. Therefore, the sheath, guide catheter and sess were removed as a single unit. The procedure was continued with an unspecified same size device. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance and the reported difficult to remove through the guide wire were unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that a coagulation of blood and/or contrast on the guidewire resulted in the reported difficult to advance and reported difficult to remove along the guide wire; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.